Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119628, medical device expiration date: 2023-11-23, device manufacture date: 2020-11-20. Medical device lot #: 20119629, medical device expiration date: 2023-11-23, device manufacture date: 2020-11-23. Medical device lot #: 20119627, medical device expiration date: 2023-11-20, device manufacture date: 2020-11-17. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of largebore 8 inch ext vlv had flow issues during use. The following was reported by the initial reporter: "we have an issue with bd part#20059e./ IV extension set 1 smartsite¿ needle-free connector(s) slide clamp(s) spin male luer lock. L: 7.5 in. Problem: will not push fluid through tubing at all."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(4). H6: investigation summary one sample (model #20059e) was returned by the customer. It was reported that the tubing will not push the fluids. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and that sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20059e lot number 20119627 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10

Event description:
It was reported that an unspecified number of largebore 8 inch ext vlv had flow issues during use. The following was reported by the initial reporter: "we have an issue with bd part#20059e./ IV extension set 1 smartsite¿ needle-free connector(s) slide clamp(s) spin male luer lock. L: 7.5 in. Problem: will not push fluid through tubing at all."